Event description:
Screen went blank while on patient and alarmed vent inop. Ventilator was exchanged for a backup unit and removed from service for repair. The respiratory staff cycled power to the unit and the problem was repeatable.======================manufacturer response for adult ventilator, 840 ventilator (per site reporter).======================manufacturer field service representative came on-site and completed repairs.